Event description:
It was reported that device migration occurred. A concomitant procedure was performed, with the pulsed field ablation (pfa) and left atrial appendage (laa) closure procedure both going well. Farapulse was used for the pfa procedure. For the laa closure procedure performed using intracardiac echocardiogram (ice) imaging, a watchman access system (was) was positioned at the laa. A 24 mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after meeting release criteria. There were no patient complications, and the patient was discharged. At the 45-day routine follow up, imaging revealed the closure device had shifted from its original implanted position and was proximal and canted in the laa. The device was successfully retrieved and the physicians plan to schedule another laa closure procedure with a plan to re-implant another watchman closure device.

Manufacturer narrative:
B3 date of event updated to 02/05/2025.

Manufacturer narrative:
B3 date of event - estimated as 45 days post implant.

Event description:
It was reported that device migration occurred. A concomitant procedure was performed, with the pulsed field ablation (pfa) and left atrial appendage (laa) closure procedure both going well. Farapulse was used for the pfa procedure. For the laa closure procedure performed using intracardiac echocardiogram (ice) imaging, a watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after meeting release criteria. There were no patient complications, and the patient was discharged. At the 45-day routine follow up, imaging revealed the closure device had shifted from its original implanted position and was proximal and canted in the laa. The device was successfully retrieved and the physicians plan to schedule another laa closure procedure with a plan to re-implant another watchman closure device.

Event description:
It was reported that device migration occurred. A concomitant procedure was performed, with the pulsed field ablation (pfa) and left atrial appendage (laa) closure procedure both going well. Farapulse was used for the pfa procedure. For the laa closure procedure performed using intracardiac echocardiogram (ice) imaging, a watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after meeting release criteria. There were no patient complications, and the patient was discharged. At the 45-day routine follow up, imaging revealed the closure device had shifted from its original implanted position and was proximal and canted in the laa. The device was successfully retrieved and the physicians plan to schedule another laa closure procedure with a plan to re-implant another watchman closure device.

Manufacturer narrative:
B3 date of event - estimated as 45 days post implant. H6 evaluation conclusion code: code updated from cmc-no problem detected to known inherent risk of device. Medical media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: shape of the implanted closure device was on low end of compression but could not make definitive conclusion.